Manufacturer narrative:
The breathing system was replaced to fix the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported the unit did not go into the ventilation mode when bag to vent switch was flipped and caused gas leaking internally in the breathing system. This was an intermittent issue. No reported patient involvement.